Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak near the blue pin of the cycler set during fill 1 of 4 of treatment. The patient reported receiving an air detected in cassette alarm prior to the leak. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak was a broken blue pin on the cycler set. Upon follow up, the patient confirmed the reported fluid leak event. During setup, the patient stated the connection to the blue pin was difficult. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette is available to be returned to the manufacturer for physical evaluation.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak near the blue pin of the cycler set during fill 1 of 4 of treatment. The patient reported receiving an air detected in cassette alarm prior to the leak. Fluid was not discovered in the pump module area or on the external of the cassette. The cause of the leak was a broken blue pin on the cycler set. Upon follow up, the patient confirmed the reported fluid leak event. During setup, the patient stated the connection to the blue pin was difficult. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient was able to complete peritoneal dialysis treatment using new supplies and the cycler. The patient is continuing with peritoneal dialysis on the cycler without issue and without reoccurrence of the reported event. The patient confirmed that the cassette is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the actual sample device was returned to the manufacturer for physical evaluation. During the evaluation of the actual sample was found that the blue button and the pin were loose. The alleged incident occurred during fill 1 of 4, at this time the previous stages were completed successfully and could be attribute that the end user could accidentally pushed in the pin and pull out the blue button. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. The reported event was confirmed during sample evaluation however the reported incident could be attributed to end user error.